Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the d733 arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that while priming the circuit, the user tapped the arterial filter to remove micro-bubbles, and the outlet port broke off. They scavenged a new filter assembly from a pack off the shelf. There was no pt involvement. The arterial filter was returned to filter was returned for evaluation. Visual inspector of the returned filter confirmed that outlet port was broken off at the base of the port. There were also some small scuff marks observed on the bottom of the unit at the base of the outlet port. No other defects or abnormalities were noted. The filter has been forwarded to sorin group italia for further evaluation. The investigation in ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that while printing the circuit, the user tapped the arterial filter to remove micro-bubbles, and the outlet port broke off. They scavenged a new filter assembly from a pack off the self. There was no pt involvement.